Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found that the cannula had a fissure in the connector. The reported complaint was confirmed. This complaint is an isolated incident as it has not been reported before. The manufacturing process was reviewed and found effective to identify the reported malfunction.

Event description:
It was reported that "the resting cuff appears to have a small crack/split at the side in what appears to be a potential failure with the moulding." This was detected as the nurse was changing the tube whilst in-situ within the patient. Recannulation of the patient was required. There is no report of death or serious injury associated with this event.